Manufacturer narrative:
Pump was received with cracked end cap. Unable to perform the basic occlusion, occlusion, prime and no delivery tests due to cracked end cap. Drive support disk was inspected and no anomaly was noted. Pump passed self test, restart error test and currents test. Pump had cracked case at display window corner, battery tube threads, minor scratched and cracked display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind loop. The customer's blood glucose reading was 300 mg/dl at the time of incident. Troubleshooting found that the drive support cap is loose and is sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.